Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to pain and aseptic loosening (it was not reported to the rep which specific device(s) loosened). A femoral component, baseplate and insert were revised to a ts knee construct with femoral and tibial augments, and stems. Rep provided the primary and revision usage sheets and confirmed that no further information will be released.